Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparogastrectomy, at the fourth firing, the products were used in the resection of stomach. After two firings with the reload, in order to resect the left uncut site, the doctor clamped the tissue and attempted to fire. Even though they pressed the firing button, it did not work, and it was unable to cut. The surgical time was extended by less than thirty minutes. The cartridge was replaced with another new product and resection was performed without problems. There was no patient injury.